Manufacturer narrative:
Apoc incident: (B)(4) (cartridge investigation): the investigation was completed on 28-jan-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h25153. Apoc incident: (B)(4) (analyzer investigation): the investigation was completed on 28-jan-2026. The customer reported that analyzer s/n (B)(6) sustained cosmetic damage and was giving discrepant results for na, ica, hct, and hgb when testing with I-stat chem8+ cartridge lot h25153. The customer's complaint regarding cosmetic damage caused by a drop was confirmed upon receipt. However, the unexpected na, ica, hct, and hgb results could not be reproduced. Analyzer s/n (B)(6) functioned according to specifications during testing and produced results within the acceptable range. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc incident # (B)(4). Analyzer product to be investigated separately. Product#: 04p75-01. Description: I-stat 1. Serial #: (B)(6). Mfg date: 27-jan-2015. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant results on a patient. There was no patient information at the time of this report. Customer is also alleging I-stat analyzer sn (B)(6). The I-stat analyzer is being requested and will be investigated separately. Method. Date. Tested. Sodium. Hgb. Hct. Ica. Sample. I-stat. (B)(6) 2025. 11:55 125 mmol/l 133 g/l 0.39 0.97 mmol/l a. Lab. (B)(6) 2025. 11:45 133 mmol/l 87 g/l 0.26 1.09 mmol/l a. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.